Event description:
The hcp reported the patient was in the clinic for a pump refill of sufentanil 250mcg/ml and bupivicaine 7.5mg/ml. After the refill, the patient told the nurse she felt dizzy and then lost consciousness. The clinic staff "had to bag her and ems was contacted to transport her the ER." The patient was treated with 2 ampules of narcan. That evening, the hcp confirmed a pocket fill had been done. The patient was monitored overnight in the hospital. The pump was refilled the next morning with no problems and the patient was discharged. The patient has recovered without sequela and is doing well.